Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pre-operative diagnosis of l4-5 recurrent pseudarthrosis, l3-4 adjacent segment disease, status post remote l4-5 decompression and fusion, l3-4 stenosis, l3-4 degenerative disc disease, l3-4 facet hypertrophy, lumbar curve, and intractable back and lower extremity pain. The following procedures were performed-removal of previous l4-5 posterior instrumentation and exploration of fusion, right sided transforaminal lumbar interbody fusion l3-4, left sided transpedicular exposure for neural decompression l3-4, placement of capstone interbody device at l3-l4, posterior legacy instrumentation with bilateral pedicle screws at l3, l4, and l5, and removal of bone stimulator. It was reported that the patient's post operative period was marked by complications such as- the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: 1. Removal of previous l4-5 posterior instrumentation and exploration of fusion. 2. Right-sided transforaminal lumbar interbody fusion l3-4. 3. Left-sided transpedicular exposure for neural decompression l3-4. 4. Placement of interbody device at l3-4. 5. Posterior instrumentation with bilateral pedicle screws at l3, l4, and l5 (legacy). Also one crosslink. 6. Posterior spinal fusion l3-4, l4-5. 7. Bilateral l4-5 facetectomies with hemilaminectomies l4-5 (revision). 8. Removal of bone stimulator; for pre-op diagnosis of: 1. L4-5 recurrent pseudarthrosis. 2. L3-4 adjacent segment disease, status post remote l4-5 decompression and fusion. 3. L3-4 stenosis. 4. L3-4 degenerative disc disease. 5. L3-4 facet hypertrophy. 6. Lumbar curve. 7. Intractable back and lower extremity pain. Per-op notes: a standard posterior lumbar approach to the spine was performed by making a longitudinal skin incision over the spinous processes of l2 toward the sacrum. The previous scar was resected. Dissection was carried down to the fascia. The fascia was incised and the spine was exposed subperiosteally from the spinous processes out laterally to the tips of the transverse processes from l3 to l5. The facet capsule at l2-3 was preserved. The c-arm was used to verify levels. After exposure the posterior instrumentation was removed. After exposure and exploration of fusion, decompression was performed by removing bilateral facets at l3-4 and l4-5. Laminectomies of l3 and l4 were also performed. It should be noted this decompression, particularly at the 4-5 level is much more difficult than usual due to the revision setting with a tremendous amount of scar tissue encountered. This required an additional amount of time to safely perform the procedure. Segmental instrumentation was inserted. Corticotomy was then performed bilaterally at l3 and l5. Pedicle probe was inserted under c-arm guidance for proper trajectory. The tracts were tapped following by insertion of pedicle screws bilaterally at l3, l4, and l5 (the previous bilateral l4 tracts were used). The l4 pedicle screws did have larger diameter than previously removed screws. The s1 tracts were not re-instrumented. Next transforaminal lumbar interbody fusion was performed on the right side at l3-4. Working rods were placed between l3 and l4 and then sequential distraction was performed at the interspace. The disc was removed with a combination of curets and pituitaries. The endplates were prepared to bleeding bone. Lnterspace was then sized with trials. Appropriately sized interbody device was selected. Approximately 6 cc of local bone autograft was placed anteriorly in the disc space followed by a pledget of bmp. The device itself was then inserted which had been filled with another pledget of bmp and some local bone autograft. The device was placed a few millimeters anterior to the posterior aspects of the vertebral bodies of l3 and l4. An attempt was made at l4-5 to remove the previously inserted interbody cages, however, due to the extreme amount of scarring it was felt to be too risky to remove the interbody devices and they were left undisturbed. Final rods were placed bilaterally along with cap nuts. A gentle amount of compression was applied over the l3-4 and l4-5 segments. Cap nuts were torqued to final tightness. The l3, l4, and l5 transverse processes were then decorticated with a burr. Posterolateral bone graft which consisted of bmp and remaining local bone autograft was then placed in the lateral gutters. No complications were reported.